Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 33.0, 45.5, 87.0, 105.0, 117.0, 136.0, 137.0, and 138.0 cm from the proximal end. The embolization coil was intact with its pusher assembly. Conclusions: evaluation of the first evaluated smart coil revealed that the pusher assembly was kinked. If the device is forcefully advanced against resistance, damage such as a kinked pusher assembly may occur. If the introducer sheath friction lock is seated too far distally on the pusher assembly mid-joint, difficulty may be experienced when attempting to advance the embolization coil. During the functional test, resistance was encountered as the kinked pusher assembly was being advanced through its introducer sheath. The smart coil could not be advanced any further. Evaluation of the second evaluated smart coil revealed that the embolization coil winds were offset. If the introducer sheath is not properly aligned within the hub of the microcatheter prior to advancement, damage such as offset coil winds may occur. During the functional test, resistance was encountered as the embolization coil began to take shape inside the hub and the smart coil could not be advance any further. Further evaluation of the returned smart coil revealed that the pusher assembly was kinked. These kinks were likely incidental and may have occurred while packaging the device for return to penumbra. The non-penumbra microcatheter identified in the complaint was not returned to penumbra for evaluation. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2018-01636.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils). During the procedure, the physician successfully placed a smart coil and two additional coils using a non-penumbra microcatheter. The physician then felt resistance and was unable to advance another smart coil out of the distal tip of its introducer sheath and into the hub of the microcatheter. The smart coil and microcatheter were therefore removed. The physician inserted a new non-penumbra microcatheter and successfully placed ten smart coils and three additional coils. The physician then felt resistance and was unable to advance another smart coil out of the distal tip of its introducer sheath and, therefore, the smart coil was removed. The procedure was completed using two smart coils and five additional coils. It as reported that one smart coil was wrinkled near the pet lock, and the other smart coil was compressed. There was no report of an adverse effect to the patient.